Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The extractor broke during use.

Manufacturer narrative:
The device associated with this report was not returned. A worldwide complaint database search found no other reported incident against the provided product/lot combination since release for distribution. A search of the complaint database against product code (B)(4) found additional reports of fractured extractor. A previous investigation determined fracture of the extractor was caused by ductile overload. Fracture due to overload indicated that single force was applied exceeding the ultimate strength of the material. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.